Event description:
It was reported that the beach chair was falling apart and it is an infection risk due to the small pieces falling into the field. Unknown when the incident occurred and if a delay happened, unknown if a back up device was available, but no patient injuries were reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event because no piece fell inside the patient. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.